Event description:
While this device was expanding another MFR's coronary stent, the balloon of this device burst inside the stent at a pressure above its rated burst pressure. There has been no claim of injury related to this event. The device is being returned for analysis.